Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2022. Upon review of the transmission, it was observed that the right ventricular lead exhibited low r-wave amplitudes, far-p oversensing, and dislodgement. No programming changes were made. There were no adverse consequences to the patient..